Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose of 400 mg/dl, 500 mg/dl, and 600 mg/dl, which was treated with manual injection. Customer reported that high blood glucose began on august 24, 2016. Customer did not go to the hospital but did contact healthcare professional. Drive support cap appeared normal. Customer had symptoms of high blood glucose; customer was very thirsty. Customer reported of noticing just a few drops on insulin coming out of infusion set when trying to treat. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.